Event description:
It was reported that an overinfusion of heparin occurred. The pump was set to deliver at a rate of 12ml/hr and 100mls was reported to have delivered in a few minutes. There was no pt complications.

Manufacturer narrative:
MFR's report date 43/97. The pump was returned with the set still in the pump. Visual inspection upon opening the door revealed that the set was loaded partially outside the mechanism housing. It has been determined that, as a result of instrument wear or improper maintenance, the gap in the pump mechanism may narrow. If the gap becomes too narrow, it may become more difficult to correctly install the IV tubing, which may result in an overinfusion. In addition, the correct set loading procedure should be followed per the directions for use (page 9) which states: "close the mechanism by pushing the orange latch to the left. Verify the tubing is fully within the mechanism and the air in line detector". Do not use the door to close the orange latch. The MFR has implemented a label instructing the user on proper loading of the IV set with a warning that misloading the set may result in a freeflow condition. A safety alert dated april 11, 1997 has been maild instructing the user to: a) measure the mechanism gap. B) replace the follower housing assembly if necessary. C) ensure that the set is correctly loaded into the pump's mechanism.